Event description:
Alleged over infusion of dopamine, primary infusion was set up to run at 1:48 am, dopamine was started at 1:50 am at 10mcg, and titrated from 10 mcg to 1 mcg between 2:00 am and 4:30 am and then the infusion was removed when the nurse noted that the bag was dry prematurely. Heart rate and blood pressure was elevated but no medical intervention was required. Pt returned to "normal" vital signs and was placed on a new unit at 6:15 am.